Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had not felt stimulation starting about a week and a half ago. The patient reported they were not getting relief. The patient stated they were sitting in a recliner and the "unit kind of went off" said it "was excited with all the pulsing and stuff then it quit." The patient said they would have a phone consultation with their doctor this week. The patient called back and stated they were seeing a maximum settings oor message when trying to make a therapy adjustment. The agent reviewed the message meaning and had patient try other programs, but patient saw the same message on other programs. The agent asked if patient had had any recent medical procedures done and the patient stated they did have a lymph node taken out of their groin on (B)(6) and ins seemed fine after that, but then a week after they got their stitches taken out they felt a lot of stimulation all of a sudden and then nothing. The agent redirected patient to their healthcare provider (hcp).

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: correction submitted to include event date. Date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.